Manufacturer narrative:
The calibration signals are within expectations with signal 2 at the very low end. The qc data was acceptable. The alarm trace contained multiple abnormal sample aspiration alarms around the date and time of the event. A general reagent problem can be excluded, because of provided quality validation data within expectations. The product meets specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result for one patient with the cobas 8000 - cobas e 602 module. The initial result was 10,000 miu/ml with a data flag. The sample was repeated with a dilution factor of 100 with a result of 10 miu/ml with a data flag. This result was reported outside the laboratory to the patient. The initial result was more plausible based on the previous result from the same laboratory on (B)(6) 2021 of 3000 miu/ml. The reagent lot number was 47048900 with an expiration date of 30-sep-2021.